Event description:
Has nose bleeds, headaches, ringing in ears, irritated skin, upper respiratory problems, airway irritation and inflammation. Began using philips CPAP dreamstation in (B)(6) 2017 and then all the aforementioned problems began after that in (B)(6) 2020.